Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the un-opened sensor pack and burn marks on the bottom of the sensor pack was observed. Visual inspection was performed on the returned applicator and no issues were observed. The applicator had not been fired and the sheath was locked with the sensor still inside. Further investigation was performed. Additional visual inspection of the returned sensor pack was performed and the sensor pack lid was completely sealed and un-opened. The observed burn marks to the sensor pack are consistent with being held over an open flame, as there are soot marks that go up the side of the sensor pack. Therefore, the issue is not confirmed due to customer misuse, as the product was not assembled and the sensor pack only contains a sharp and the plug assembly, which do not have any electronic components or battery that would cause ignition. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a "dirty" abbott diabates care sensor. The product was returned and investigated and burn marks were observed on the unopened sensor pack. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.